Event description:
A malfunction was reported cartridge fit issues. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further follow-up actions were taken by customer support.